Event description:
Surgeon was performing a right shoulder arthroscopy. While attempting to pass the suture with the scorpion, the scorpion jaw (tip) broke off in the shoulder. The entire piece was removed arthroscopically. We did spend roughly 10 mins removing the broken piece which again, was removed as a whole. Dates of use: 2 yrs, (B)(6) 2011 - (B)(6) 2013. Reason for use: rotator cuff repair.